Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-28088, 2017865-2021-28089. It was reported that a patient presented for a generator replacement procedure on (B)(6) 2021. During the procedure, the physician cut through the patient's right ventricular lead causing fracture, causing loss of pacing. The patient went into cardiac arrest, and was resuscitated using chest compressions and a temporary pacemaker. While the patient was being resuscitated, it was noted that the patient's new implantable cardioverter defibrillator had become contaminated by medical staff. A chest x-ray was done on (B)(6) 2021 during the procedure, which revealed that the patient's right atrial lead had dislodged due to the chest compressions needed to resuscitate the patient. This dislodgement led to a loss of sensing and capture. Both leads were capped, while the contaminated device was explanted. A new system, including a pacemaker and a right ventricular lead, were implanted on (B)(6) 2021. The patient was stable post procedure.